Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the air bubbles were getting into the customer's reservoir, forcing the plunger out from the back of the reservoirs. The customer had filled the reservoir with air prior to putting it into the insulin vial to fill it up and she was using insulin that was at room temperature before starting the changing process. The customer stated there was no leak or apparent damage to the reservoirs. Her blood glucose was 104 mg/dl. Nothing further was reported.